Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to log in. The technical support specialist (tss) dialed into the application server and pyxis station, verified login access, restarted the active directory (ad) sync services, and confirmed with the pharmacy user that login access was successfully restored. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to login and kept spinning. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.